Event description:
The ICD and lead were explanted due to an infection. The infection is being reported under an agreement that was communicated to FDA on 13 november 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by the of FDA.